Event description:
It was reported that during a myocardial revascularization procedure, the product was with cross-closing, forming a cross staple and with a leg bigger than the other. The event caused bleeding of the mammary artery during the surgery. During the stapling procedure the mammary artery was cut. It was necessary to use a suture (prolene 8-0) to closure the local.

Manufacturer narrative:
(B)(4). Visual observation and comments: video ¿ the intraoperative video begins with a close up view of a pumping vessel. Picture ¿ the back table picture is a shot of three clips. The clarity is such that it is difficult to ascertain the forms of the top two clips, but the bottom clip appears to exhibit a scissor shape. Typically, scissor shape clips are the result of forces on the jaws of the device. External forces on the jaws of the device can directly impact its ability to deliver a properly formed clip. If the device is subjected to firing over another clip or hard object the jaws can also be damaged affecting clip formation on subsequent firings. Based on the photographic evidence the event description can be confirmed. Unfortunately the root cause of the reported complaint cannot be determined.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Video & photograph.